Event description:
This case was initially received via regulatory authority (B)(6) on 18-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations every 20 days which lasted 10 days") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), polymenorrhoea ("hemorrhagic menstruations every 20 days which lasted 10 days"), myalgia ("persistent pain in limbs / continuous muscle pain in legs, arms and back"), gait disturbance ("walking difficulty") and asthenia ("lack of energy"). The patient was treated with surgery (novasure was performed in (B)(6) 2015). At the time of the report, the menorrhagia, polymenorrhoea, myalgia, gait disturbance and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, gait disturbance, menorrhagia, myalgia and polymenorrhoea with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-aug-2017 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 453. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.